Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported it was taking a long time to charge their implant and the issue began a couple months ago. Patient stated they had surgery to move the implant to a different location to resolve the issue. Patient needed to get reprogramming and called to inquire if the representative would show. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the device was taking too long to charge due to old technology and them having too many programs on the device. Pt noted some programs were changed and they deleted programs that were not being used and the issue was resolved.